Manufacturer narrative:
(B)(4). Batch # m90w6x . The device was received with the blade broken off and not returned with the device; in addition the blade was discolored (blue) due to heat generated from contact between the blade and the tissue pad. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for: "the rotate knob could not work normally.". The device was assembled and disassembled to a test hand piece without any difficulty and it rotates freely. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the rotate knob could not work normally. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.